Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.5 cloud - smartphone operating system 18.2 cloud - smartphone hardware iphone13.2 cloud - cgm sensor type g6.

Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent.

Manufacturer narrative:
The returned device was evaluated and the device was received deployed. No kinks or bends were identified on the exposed portion of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. The automatic glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs.